Manufacturer narrative:
(B)(4). Review of CT¿s from 4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned 1cm below the renal arteries within the angulated neck. The proximal stent graft od measured 28mm, and a palmaz stent was seen implanted within the aortic body. The infrarenal neck and aortic body were angulated 90 degree l-r and 70 degree a-p relative to the origin of the iliac limbs. The contra limb was extended with an additional limb into the right external iliac artery; excluding the rcia/riia aneurysm. The ipsi limb was placed on the left side, and was extended within another limb into the left common iliac artery. The max diameter aaa measured 5.9cm and the right common/internal iliac artery aneurysm diameter was 4.9cm. Contrast was seen outside the stent graft near the inferior portion of the aaa sac. This was most likely a type iii junctional endoleak coming from the detached ipsi limb and ipsi limb extension, which were off-set 1cm l-r. The distal ipsi limb od measured 17mm. The proximal end of the detached ipsi limb extension was 17mm, and the distal end of the limb within the distal lcia measured 24mm in diameter. Both limbs were patent. A likely type ii endoleak was also seen feeding the posterior sac. The iliac arteries were mildly tortuous and calcified. No other stent graft issues were observed. The exact cause of the limb detachment leading to the type iii junctional endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The amount of limb overlap at implant is also unknown. It is possible that the angulated anatomy may have contributed to the limb separation. This may have been caused by disease progression and morphology changes. The type ii endoleak was anatomy related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. The CT revealed that there is a type iii separation endoleak from limb disunion from the ipsilateral main body limb and the ipsilateral limb. Upon review of CT, there is also presence of large patent ilio-lumbars creating type ii endoleak. The physician stated that the cause of the event is unknown. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient received an intervention an endurant 16x24x156 contralateral limb was implanted and the type iii endoleak was resolved.